Event description:
The customer reported via phone call that the insulin pump alarmed no delivery twice during the manual prime. The customer's blood glucose was 445 mg/dl. The customer was unable to perform troubleshooting at the time of the call. The customer was advised to perform a complete set change as soon as possible. The customer was advised to call back when the alarm occurred in order to troubleshoot. The customer was informed that the insulin pump was working as designed. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.